Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 2/9/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a penile implant procedure on (B)(6) 2025 and suture was used. During a penile implant procedure, the suture broke at the knot after the surgeon had tied it. As a result, the surgeon had to repeat the procedure multiple times. There were no reported patient consequences, and the device is not available for return. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/14/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: ¿ did the event occur during one or multiple patient procedures? Multiple procedures. ¿ what is the total number of procedures? Unknown- md just reported that it happened in ¿multiple procedures.¿ ¿ have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). No. ¿ please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep) dr (please refer to the attached email), surgery nurse manager. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.